Event description:
Patient is reported to have deveoped a burn on his right shin, approximately 1/2 inch in diameter, following treatment with the anodyne home unit, administered by a health care professional. The patient received medical treatment of a triple antibiotic, and burn has completely healed.